Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755 , s/n (B)(6) found recharge antenna visual observation - seam separation of donut. This does not impact the functionality of the recharger. Rate switch failure - poor recharge quality message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger was not working when they charge their internal battery pack. The issue began a week or so ago. Patient stated that every time they went to charge their implantable neurostimulator (ins), the controller would say to discontinue and call medtronic. Patient noted that their implantable neurostimulator (ins) battery was getting low. Patient said that the paddle felt like it was bent and they could feel a jolt from it. Patient noted that the recharger would get really hot when charging the implantable neurostimulator (ins). Patient services (pss) asked the patient if there was any visible damage to the paddle and patient stated there's a break/split on the paddle cord area itself where the recharger cord goes into. Patient mentioned the recharger might have gotten bent at one time and there were wires not quite in there and it was partly disconnected. A replacement recharger was sent out.